Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable. No mfg defects could be detected because the device is unavailable.

Event description:
It was reported that the physician attempted arteriotomy closure using the starclose device after a aaa stent graft for aneurysm repair. The stick was above the inguinal ligament (off-label use) in the right femoral artery. There were no device performance issues and reportedly, hemostasis was achieved. However, the pt died within 1 hr post-procedure of a retro/intraperitoneal bleed. No add'l info is available.